Event description:
It was reported that a user had been disconnected from the ilet for approximately two months due to insurance-related supply issues and presented with hyperglycemia upon re-connection; the user initially could not see insulin drops beyond 80 units because the cartridge was unfilled and the connector was not fully locked, but after locking the connector and completing a full supply change, drops were observed and therapy resumed. Symptoms included elevated blood glucose of 245 mg/dl. Outcomes included resolution of delivery visibility and successful completion of the supply change without alerts or alarms. Investigation included troubleshooting and user education with guided supply replacement and verification of proper connector engagement. Investigation of this case revealed that improper setup due to an unfilled cartridge and an incompletely locked connector caused the inability to visualize drops and contributed to hyperglycemia while on alternative therapy. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause unclear for the hyperglycemia event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.